Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05232 refers to the 10x60 wallstent that was initially used, while manufacturer report # 3005099803-2010-05235 addresses the 8x60 wallstent that was used second. It was reported to boston scientific corporation that two wallstent biliary endoprosthesis were used during an ercp procedure within the common bile duct on (B)(6), 2010. According to the complainant, the patient presented with an obstructed biliary metal stent. In an effort to try and treat the obstruction, the physician planned to deploy a wallstent into this previously implanted stent. During the procedure, the physician first used a 12mm cre balloon to dilate the stricture. Despite this dilation, the physician could not advance the first wallstent through the stricture (this device the subject of manufacturer report # 3005099803-2010-05232); whenever he tried to push the delivery system through, it continued to fold. The physician removed this device from the patient and tried to use a second wallstent; however, the physician again could not advance the device through the stricture (this device the subject of manufacturer report # 3005099803-2010-05235). At this point, the physician decided to abort the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The catheter working length was kinked at 158mm and 196mm distal to the distal end of the t-bar connector. During a functional test of the device, the outer sheath could be manipulated to partially deploy, reconstrain and then fully deploy the stent. No issues were noted with the profile of the stent. The condition of the returned device was consistent with the complaint event. The most probable cause of this issue is considered to be related to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.